Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: there was no moisture observed in the cartridge compartment or under the display lens. The leak test failed due to a case seal leak; the pump was opened and moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.